Event description:
It was reported that a catheter was misaligned 6 - 7 cm approximately 1 day after insertion. It had not been sutured at its hub but sutured by a catheter clamp and fastener. The device was replaced.

Manufacturer narrative:
(B)(4). Corrected to (B)(6) 2018. The customer returned a 3-lumen cvc catheter and a box clamp assembly that was unattached to the catheter. Visual inspection was performed on the suture wings of the catheter hub and box clamp assembly. No defects or anomalies were observed. The outer diameter of the catheter body, the inner diameter of the catheter clamp, and the inner diameter of the catheter clamp fastener were measured and all were found to be within specification. The box clamp assembly was attached to the catheter body. The catheter body was then tugged while the box clamp was held stationary. The box clamp did not shift position on the catheter body and the catheter was not able to migrate. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product indicates that the suture wings on the catheter hub are the primary means of securement. The IFU also provides guidance on using the box clamp assembly for secondary securement. The customer reported issue of the catheter migrating while in the patient could not be confirmed during the sample investigation. Visual, dimensional, and functional inspections were performed on the returned catheter and box clamp assembly and no issues were identified. A device history record review was performed and no relevant findings were identified. However, the customer did state "it had not been sutured at its hub, but sutured by a catheter clamp and fastener. It was replaced with a new kit". This goes against the IFU which states, "use juncture hub with integral suture ring and side wings as primary suture site". This indicates that intentional user error caused or contributed to this event. An in-service was requested to further train.

Manufacturer narrative:
(B)(4). The device (catalog#) is not sold in the us. Similar device/component sold in the us.

Event description:
It was reported that a catheter was misaligned 6 - 7 cm approximately 1 day after insertion. It had not been sutured at its hub but sutured by a catheter clamp and fastener. The device was replaced.